Manufacturer narrative:
Concomitant products: product ID: 3389-28, lot# 0205440032, implanted: (B)(6) 2012, explanted: (B)(6) 2015, product type: lead. Product ID: 3389-28, lot# 0205435355, implanted: (B)(6) 2012, explanted: (B)(6) 2015, product type: lead. Product ID: 37085, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2015, product type: extension. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2015, product type: extension. (B)(4).

Event description:
A healthcare professional from a clinic study on epilepsy reported that during normal use on (B)(6) 2015 the improvement of seizures was missing. The patient had gone in for a regular appointment. The patient had no seizure improvement and the stimulator battery was worn out. The battery was too low, stimulation was off. The battery was abnormal and must be changed. The patient had required 4 days of in-patient hospitalization and medical/surgical intervention. The battery and entire system was explanted and not replaced due to the lack of seizure improvement on (B)(6) 2015. The issue was resolved. It was unknown if this was related to the procedure, was related to the neurostimulator and possibly related to programming/stimulation. Patient's medical history included multiple sclerosis and epilepsy.

Event description:
Information received via a healthcare professional from a clinical study via a representative reported device deficiency. The event was reported to be related to the battery. The patient's status at the time of report was alive-no injury. Patient's medical history included epilepsy (diagnosed 2002), ongoing multiple sclerosis, and symptomatic: multifokal.